Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The surgeon reported that the pt had expired. It is unclear at this time if this was device related. One month before, the pt did have stroke and pt had fully recovered from it. Since that date pt didn't didn't want to live anymore. Pt was completely fed up. The surgeon suspects thrombus inside the pump and some adenoids on the valves. The device was explanted and sent to the MFR for analysis.